Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the set screw did not seem to turn sufficiently. The set screw was turned in a counter direction and fell out after being fully disengaged. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged atrial setscrew block. The returned device indicated damaged atrial and right ventricular grommets with foreign material present on front and back surfaces of the atrial grommet and foreign material on the front surface of the right ventricular grommet. The returned device indicated the atrial set screw had a rounded socket and foreign material in the socket. If information is provided in the future, a supplemental report will be issued.